Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the plunger passed over the lens and scratched it, preventing the lens from being loaded. There was no patient contact additional information has been requested but is not available at the time of this report.